Event description:
It was reported that the bd interlink¿ blunt plastic cannula tip was bent and noticed before use. The following information was provided by the initial reporter, translated from japanese to english: "the tip was bent. The issue occurred several times."

Manufacturer narrative:
Investigation: approximately one thousand (1000) samples and four (4) photos were provided by the customer for investigation. At the customer¿s request all one thousand (1000) samples were examined with seven (7) non-conforming samples being found. Four photos were also provided by the customer for investigation. The first (1st) photo shows the samples which were returned from the customer in a box for shipping. The second (2nd) photo shows seven (7) unshielded blunt plastic cannula. Two (2) of the seven (7) appear to be bent. The third (3rd) photos shows two (2) unshielded blunt plastic cannula. The two (2) plastic cannula are bent. The fourth (4th) photo shows the bottom of a shelf carton which provides the batch number. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. An investigation was performed by the quality department at bd columbus ¿ west regarding complaints received relating to the non-conformance reported by the customer. From that investigation it was determined that when product was exposed to high temperatures in the autoclave process that a similar result was observed. This confirmed discussion that the bent blunt plastic annual is probably the result of high temperatures during the packing process when issues occur resulting in the blunt plastic cannula being exposed to high temperatures for an extended time in its shield. As the product is shielded the non-conformance is not detectable at this point. Product is supposed to be cleared and disposed of when it is left for an extended period of time in the packing process. Due to the low occurrence rate when viewed with the entire batch size, no corrective or preventative actions will be taken at this time. However, this trend will continue to be monitored.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula tip was bent and noticed before use. The following information was provided by the initial reporter: "the tip was bent. The issue occurred several times."